Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2017. According to the complainant, during procedure, the guide catheter was broke from the delivery system and left inside the patient. The broken guide catheter was removed with a snare. There were no patient complications reported as a result of this event.